Event description:
The pump was returned for investigation. Investigation revealed a display failure, damage to the battery cap, and keypad response issue with evidence of contamination. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the display screen was found to be dim and discolored. The battery cap was found to have damaged threads. Additionally, the down arrow keypad button was intermittently unresponsive during testing and evidence of contamination was found under all keypad buttons. The keypad cover had been returned torn and the contrast button contact was missing. (B)(6).